Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer reported that the device was exposed to water. The customer stated that she walked into the pool with her pump on. The customer stated that the pump display went blank immediately after exposure to moisture. The customer stated a constant tone is occurring. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. No unexpected blank display anomaly or constant tone during testing. No damage found on the lcd isolation tape noted.